Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in hospital with complete heart block. Upon interrogation, it was found that the pacemaker exhibited no output. The patient was given a temporary pacemaker. Later, the patient was put on a ventilator. The patient deceased. Cause of death was unknown.